Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the centrimag console not powering the mag monitor was unable to be confirmed. The centrimag 2nd generation console (serial number: (B)(6) was returned for evaluation and a log file was downloaded for review that showed events spanning approximately 4 days (B)(6) 2023 time stamp). Events occurring on 21apr2023 were recorded during testing at abbott. There were no other notable alarms active in the log file that would indicate an issue with console. The centrimag 2nd generation primary console was returned for evaluation to the service depot on 02may2023. The console was functionally tested and passed all testing. The console was returned to the customer. A root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6) and the console was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during initiation of extracorporeal membrane oxygenation (ECMO) the centrimag was started up and the mag monitor did not turn on. The console worked as expected the hospital was able to get up to full flow and stabilize the patient. Once the patient was stable after cannulation the hospital tried changing monitor cables and that did not resolve the issue. On (B)(6) 2023 when the patient was more stable the team changed the primary console to the backup console and the monitor powered up as expected. The patient was off ECMO support for less than a minute and tolerated the procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.